Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a right coronary artery that is 100% stenosed. The 2.75x28m xience alpine stent was implanted; however, the stent strut flared. Another xience alpine stent was used to cover the flared stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.